Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -4.5/+1.0/24 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to a refractive surprise. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/30.